Manufacturer narrative:
(B)(4). During investigation, a review of complaint history, documentation, instructions for use (IFU), quality control and a visual inspection and functional test of the returned device were conducted. The description of event stated "the hiwire nitinol hydrophilic wire guide fell apart in the pt." Upon examination of the returned device, it was observed that approx 40cm of the polymer jacket was stripped from the mandril. At about 48cm from the distal end, there was a small section scraped which is indicative from being in contact with a rigid surface, such as a needle cannula. The lubricity was checked by activating the hydrophilic surface with tap water and appeared to be appropriate for the product. Although this was not specifically stated, based on the physical evidence, technique was likely a factor in the abrasion and separation of a large section of the polymer jacket. The appropriate internal personnel have been notified and will continue to monitor for similar events.

Event description:
The hiwire nitinol hydrophilic wire guide fell apart in the pt. It is unk if the pt underwent any add'l procedures at this time. Info has been requested but not provided by the reporter. It is unk if there have been any adverse effects at this time. Add'l info has been requested but not yet provided by the reporter.

Event description:
The hiwire nitinol hydrophilic wire guide fell apart in the pt. Additional info has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4) . Event is still under investigation.